Manufacturer narrative:
(B)(4). The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that a non-target lesion of the proximal left anterior descending artery (lad) was implanted with a 3.0 x 12 mm non-study promus drug eluting stent. The subject was discharged on (B)(6) 2013 on dual antiplatelet therapy. Post index procedure, the subject was discharged home but still continued to have chest pain associated with shortness of breath. In light of his continued symptoms the subject was referred for repeat catheterization. On (B)(6) 2013, coronary angiography revealed 60% non-obstructive, non-circumferential calcified lesion at the ostial lad; a previously deployed non-study proximal stent was noted using intravascular ultrasound as not being optimally apposed to the vessel wall, however, the other stents were patent. Initial ffr was negative. On (B)(6) 2013, 27 days post index procedure, the subject underwent CABG x 3 vessel with svg to r-pda, skeletonized free rima to 1st om (distal end of rima) with inflow from skeletonized lima, and skeletonized free rima to lad (proximal end of rima) with inflow from skeletonized lima. On (B)(6) 2013, the subject was discharged. On (B)(6) 2013, the subject was seen in consultation in view of his persistent symptoms. In view of his recurrent coronary artery disease, the subject was hospitalized and referred for CABG. There was no reported adverse patient sequela. No additional information was provided.